Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. Gross examination of the port body showed multiple puncture access of the port septum. No visual damage was noted throughout the catheter. Aspiration was attempted and was successful and no leaks were observed throughout tests. Therefore, the investigation is unconfirmed for the reported fluid leak issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the device allegedly had a subcutaneous drug leakage. Reportedly, the port system was removed. There was no reported patient injury.

Event description:
It was reported that sometime post a port placement, the device allegedly had a subcutaneous drug leakage. Reportedly, the port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.